Manufacturer narrative:
There is no indication service was dispatched for this incident. A definitive cause of the incident is unknown.

Event description:
The affiliate stated the customer reported an operator injured the thumb while attempting to remove the reagent pack from the instrument involving the unicel dxc 600i synchron access clinical system. The operator sought medical attention at the facility¿s local hospital. The customer indicated the operator¿s thumb had swollen. Details of the medical intervention are unknown as information has not been provided by the customer. There has been no report of current patient outcome to date. There was no report of system related issues associated with this event.